Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), vaginal haemorrhage ("vaginal bleeding, blood clots"), menorrhagia ("abnormal bleeding (vaginal menorrhagia)") and haematocolpos ("hematocolpos") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endocervical polyp. Concurrent conditions included back pain, uterine bleeding, cervical spinal stenosis, amenorrhea, gerd, obesity, hypertension and anemia. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced haematocolpos (seriousness criteria medically significant and intervention required). The patient was treated with surgery ((B)(6) 2014; hysterectomy with bilateral salpingectomy), surgery (hysteroscopy diagnostic and evacuation of blood clots on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain had resolved and the vaginal haemorrhage, menorrhagia, haematocolpos, female sexual dysfunction, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, female sexual dysfunction, haematocolpos, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: left essure coil visualized, 8 coils visualized in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2014: essure coil and something else in the uterus hysterosalpingogram - on (B)(6) 2012: confirmed full occlusion. Hysteroscopy - on (B)(6) 2014: eight essure coils were visualized. Pathology test - on (B)(6) 2014: cervix with squamous metaplasia. Ultrasound uterus normal - on (B)(6) 2014: 2-3 cm fluid collection, ultrasound of uterus test was done on an unknown date 2-3 cm fluid collection , likely blood in the cavity. On (B)(6) 2014 pathology test was done having result uterus, cervix bilateral fallopian. Tubes, total laparoscopic hysterectomy and bilateral salpingo-oophorectomy cervix with squamous metaplasia. Proliferative endometrium with areas of atrophy; acute inflammation, and stromal hyalinization. Myometrium with no specific pathological change. Left fallopian tube with endometriosis paratubal (mesonephric duct) cysts and right fallopian tube mesothethelial cysts involving the serosa. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: dysmenorrhea, menorrhagia, pelvic pain, haematocolpos. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 17-aug-2018: pfs and mr received - new events "apareunia, dysmenorrhea, dyspareunia, menorrhagia " were added. Lab data added. Concomitant and historical condition added. Reporter and product information added. Outcome of event " pelvic pain" was resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), vaginal haemorrhage ("vaginal bleeding, blood clots") and haematocolpos ("hematocolpos") in a female patient who had essure inserted for contraception. In (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced haematocolpos (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysteroscopy diagnostic and evacuation of blood clots on (B)(6) 2014 and laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage and haematocolpos outcome was unknown. The reporter considered haematocolpos, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirmed full occlusion. Hysteroscopy - on (B)(6) 2014: eight essure coils were visualized. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 26-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012, and reported adverse events of severe pelvic pain, vaginal bleeding/blood clots and hematocolpos. She was treated with hysteroscopy diagnostic and evacuation of blood clots on (B)(6) 2014 and laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy on (B)(6) 2014. Essure was removed. Pelvic pain and vaginal haemorrhage are highly prevalent in women, and may have multiple causes. In this case no alternative explanation was given for the events. This case was classified as incident since surgical interventions were required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), vaginal haemorrhage ("vaginal bleeding, blood clots") and haematocolpos ("hematocolpos") in a female patient who had essure inserted for contraception. In (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced haematocolpos (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysteroscopy diagnostic and evacuation of blood clots on (B)(6) 2014 and laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage and haematocolpos outcome was unknown. The reporter considered haematocolpos, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirmed full occlusion. Hysteroscopy - on (B)(6) 2014: eight essure coils were visualized. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012, and reported adverse events of severe pelvic pain, vaginal bleeding/blood clots and hematocolpos. She was treated with hysteroscopy diagnostic and evacuation of blood clots on (B)(6) 2014 and laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy on (B)(6) 2014. Essure was removed. Pelvic pain and vaginal haemorrhage are highly prevalent in women, and may have multiple causes. In this case no alternative explanation was given for the events. This case was classified as incident since surgical interventions were required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.